Event description:
Customer received control result of 200mg/dl on contour meter. Normal control range is 107-140mg/dl. No product being sent or being returned for eval.

Manufacturer narrative:
Customer disconnected the call and further info was not obtainable.